Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during therapeutic laparoscopic procedure the rigid videoscope had an abnormal, blurred and indistinct image while being used with the processor. There were no reports of patient harm.

Event description:
It was reported that during therapeutic laparoscopic procedure the rigid videoscope had an abnormal, blurred and indistinct image while being used with the processor. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer protective layer of the universal cord is broken. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the uc sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.